Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge change error messages occurred when the customer attempted to load multiple new cartridges. There was no patient involvement as the pump was being used for demonstration purposes only.